Manufacturer narrative:
The cause of the discordant hbsag confirmatory result is unknown. No other samples were affected. Siemens service went on site. The sample probe was adjusted to the cuvette and the aspirate probe assembly to cuvette calibration was checked. A dispense test was performed on all reagent probes. Separation was observed at the wash manifold. The primary reagent compartment shutter and all ring access ports were cleaned. No abnormalities in instrument performance were observed. No conclusions can be drawn. The limitations section of the instructions for use states: "for diagnostic purposes and to differentiate between acute and chronic hbv infection, the detection of hbsag should be correlated with patient clinical information and other hbv serological markers. It is recognized that presently available methods for detection of hepatitis b surface antigen may not detect all potentially infected individuals. A nonreactive hbsag test result test result does not preclude the possibility of exposure to or infection with hepatitis b."

Manufacturer narrative:
MDR 1219913-2014-00245 was filed on september 18, 2014 reporting a reactive advia centaur xp (B)(6) result that repeated in duplicate yielded a (B)(6) and (B)(6) result. The sample was tested on the advia centaur confirmatory test and the result was confirmed with a 1:50 dilution. The same sample was tested twice with the (B)(6) assay on an alternate advia centaur system and (B)(6) results were obtained. Additional information - december 29, 2014. A second sample was redrawn from the patient on (B)(6) 2014 and the result was (B)(6) for advia centaur xp (B)(6). The advia centaur xp ahbs2 result was negative at <3.0 miu/ml. There have been no further sample issues reported from this site.

Event description:
Customer observed a (B)(6) advia centaur hbsagii result. The sample was automatically repeated in duplicate and yielded a (B)(6) and a (B)(6) result. The sample was tested on the advia centaur confirmatory (conf) test. The result was confirmed with a 1:50 dilution. The same sample was tested twice with the hbsagii assay on an alternate advia centaur system and (B)(6) results were obtained. There are no reports that treatment was altered or prescribed based on the confirmed reactive result. There are no reports of adverse health consequences based on the falsely confirmed advia centaur conf result.